Event description:
It was reported that the patient received two inappropriate shocks for t-wave oversensing. The physician was not happy that the device discriminator did not withhold due to large r-waves. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received two inappropriate shocks for t-wave oversensing. The physician was not happy that the device discriminator did not withhold due to large r-waves. The lead and device remain in use. No further patient complications have been reported as a result of this event.

Event description:
The device was reprogrammed.

Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5076 implantable pacing lead 2012 (B)(6). (B)(4).